Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed testing. Upon evaluation, the c6 capacitor was shorted. The cause of the test failure is the shorted capacitor. The root cause of the shorted capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable problem was found.